Manufacturer narrative:
A4 patient weight is added to the report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient's ipg was not providing adequate therapy and was inoperable. As a result, surgical intervention may occur to address the issue.